Event description:
Clinical report indicates the patient was revised to address a loose femoral component and adverse local tissue reaction.

Manufacturer narrative:
Clinical report indicates the patient was revised to address a loose femoral component and adverse local tissue reaction. Doi: (B)(6) 2009, dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. Review of the femoral head device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.